Manufacturer narrative:
The account replaced all brake casters to resolve the issue.

Event description:
The account alleged that the brake casters rotate to the side when the brake is set and the bed is pushed. No pt impact.